Manufacturer narrative:
Lumenis investigated the reported adverse event. The foreign distributor provided patient information, patient photographs, and device operator treatment settings. The distributor reported the user facility declined service for the subject device following the reported event, therefore; no examination of the performance specifications of the device occurred. A review of subject device service records found the device had been serviced by a lumenis-trained technical specialist two days prior to the reported event. At that time, the technical specialist performed preventative maintenance and concluded the subject device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the reported event details, patient photographs, and patient treatment settings concluding the treatment settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that improper skin typing, no test patch reported, probable sun exposure, aggressive treatment settings and poor patient assessment to be the contributory causes of the reported event. A review of device labeling states: clinical guide: ipl skin treatments: there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session. Contraindications - exposure to sun or artificial tanning during the 3-4 weeks prior to treatment.

Event description:
A foreign distributor reported that one (1) patient sustained first and second degree burns to the lower face and neck areas following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. It was further reported the user facility performed a test patch on the patient eleven months prior to this reported event.